Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory the lead was returned severed 134mm from the terminal pin. Visual inspection noted setscrew marks on the terminal pins and insulation damage was noted. Detailed analysis confirmed is trilumen insulation abrasion through to the rate sense- lumen approximately 116-121mm from the terminal pin. In additional the gore covering under the abraded area appeared to be intact and undamaged. While laboratory analysis did not confirm increasing shocking lead impedance measurements, insulation damage was confirmed.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited an increase in shock impedances. This is a single coil lead and the impedance measurement was 117 ohms. Boston scientific technical services (ts) discussed that this is a normal measurement for a single coil lead. Additional information was received that this patient was undergoing defibrillation testing when it comes to this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead due to an increase in shock impedance measurements the last couple years. The patient was sedated and a 41 j shock was delivered. Immediately after this telemetry was lost and it was not possible to interrogate the ICD despite changing the antenna, wand and programmer. The patient will be scheduled for a device explanted and replacement. No additional adverse patient effects were reported. Additional information noted the device was explanted. It was noted that the proximal part of the electrode showed insulation damage. The proximal portion of the electrode and the device will be returned. No additional adverse patient effects were reported.